Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the main board was defective. Since the main board has functions of screen display control and video output control, it is likely that the screen appears or disappears due to the main board. A definitive root cause of the main board failure could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation discovered that the allegation was confirmed due to a circuit board failure. Additionally, a failure of the lock lever was discovered due to a failure of the video connector receptacle locking part. During the device evaluation, an additional issue with the battery found being drained on the circuit board was discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the display screen appeared and disappeared when the scope was connected to the visera elite video system center. There were no reports of patient harm associated with this event.